Event description:
It was reported that pt underwent total shoulder arthroplasty in 2007. Bi-polar components did not work well together once assembled. Alternate components were available to complete procedure.

Manufacturer narrative:
Evaluation of returned device found implant did not meet design specifications. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.